Event description:
A customer contacted philips and requested a bench repair for their device. Upon further review, it was clarified that the customer alleged that the device would not hold a charge and would power off if disconnected from the power cord. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A customer contacted philips and requested a bench repair for their device. The customer did not specify why repairs were needed. There was no reported patient involvement.

Event description:
A customer contacted philips and requested a bench repair for their device. Upon further review, it was clarified that the customer alleged that the device would not hold a charge and would power off if disconnected from the power cord. There was no reported patient involvement.